Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) navigated drainage procedure performed on (B)(6) 2025. During the procedure, an unusual number of holes were observed in the silicone covering of the axios stent. The stent was successfully implanted, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) navigated drainage procedure performed on (B)(6) 2025. During the procedure, an unusual number of holes were observed in the silicone covering of the axios stent. The stent was successfully implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Additional information received on june 27, 2025. It was reported that the photos provided were taken on the day of the procedure. The physician is comfortable leaving the stent implanted.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Block b5 has been updated with the additional information received on june 27, 2025. The axios stent and electrocautery-enhanced delivery system was not returned for evaluation, as the stent remained implanted. Therefore, technical analysis could not be performed. However, supporting documentation included photographs of the implanted stent, which were reviewed through media analysis. The images revealed the presence of holes in the stent cover. Despite this observation, the investigation could not confirm the reported issue of stent cover damage, as the device itself was not available for physical inspection. Without the ability to verify whether the observed holes deviated from axios stent cover specifications, and in the absence of sufficient evidence, the reported event could not be conclusively linked to a device malfunction. Taking all available information into account, and due to the lack of direct evaluation, the most probable cause of the reported event is classified as cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) navigated drainage procedure performed on (B)(6) 2025. During the procedure, an unusual number of holes were observed in the silicone covering of the axios stent. The stent was successfully implanted, and the procedure was completed. There were no patient complications reported as a result of this event. ***additional information received on june 27, 2025*** it was reported that the photos provided were taken on the day of the procedure. The physician is comfortable leaving the stent implanted.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Block b5 has been updated with the additional information received on june 27, 2025. Block h11: an axios stent and electrocautery enhanced delivery system was not returned for evaluation because the stent remained implanted. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent cover was with holes. Media analysis confirmed the reported event of stent cover damaged/defective. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established.